Event description:
The customer reported a bad speaker, alarm doesn't sound. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. Device functionality testing found no sound is emitted from the speakers. Internal inspection results discovered the speaker wires were broken for both speakers.